Event description:
On (B)(6) 2014, the patient underwent treatment of a 5.6 cm abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that after a contralateral leg component was implanted in the left common iliac artery (lcia), the device did not appear to have complete wall apposition due to excessive thrombus in the lcia. A qxmédical balloon was used in an attempt to fully appose the plc231200 in the iliac artery. It was reported that after excessive pressure was reportedly placed on the balloon by overinflating it (amount unknown), the lcia ruptured. The rupture was reportedly caused by overinflating the balloon. A gore viabahn endoprosthesis was implanted to successfully seal off the rupture. Final angiography showed exclusion of the aneurysm and rupture, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.